Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. Because the pump was not returned to mmdg for investigation, the complaint could not be confirmed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the bolus was "not stopping". They stated that they had to turn the pump off. The initial reporter stated that this occurred during testing and did not provide any additional information. (Complaint: (B)(4)).